Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The lead threads of the shell inserter are fractured and missing. The device exhibits wear and tear that indicates extensive use. The damage on the inserter is too severe for dimensional analysis or thread gauging. Investigation results concluded that the reported event was due to wear out from normal to heavy use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument fractured at the tip while in use. No patient consequences were reported and no further information has been made available.